Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed two coils knotted in a mass. The coils were attach to the snare device, stretched and kinked. Blood clot was present in coil mass. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for evaluation. We cannot determine if it or the double catheter technique were a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that while treating an aneurysm using a double catheter technique, a coil was placed in the aneurysm while subsequently positioning another using a second catheter. This attempt was unsuccessful. During this time, the first coil positioned in the aneurysm prematurely detached in the parent artery. Both coils were removed successfully using an intravascular snare. No harm or injury was reported. Reference report 2032493-2013-00023 for second device.